Event description:
Hospital ep lab personnel were preparing to perform a synchronized cardioversion on a pt. The device was connected to the pt was ECG leads and disposable defribillation/ECG electrodes. According to the reporter, when the device sync button was pressed, the qrs waveforms did not display sync markers on the monitor display. A backup device was used with the original cables and electrodes to successfully complete the procedure.